Event description:
It was reported that while the doctor was pulling out catheters, a nurse observed a drop in the patient's blood pressure. They immediately ordered a stat echo and noticed a pericardial effusion. The pericardial effusion was drained with a pericardiocentesis kit. The patient's blood pressure and heart rate returned to normal. The patient was stable and was sent to the intensive care unit (ICU) for overnight observation. The reporter stated that there was nothing specific about the procedure or the workflow that indicated to them that there was a pericardial effusion. Boston scientific farapulse pulsed field ablation system was in use.